Event description:
It was reported that during a brevera procedure on june 22nd while the needle was inside the breast the unit gave errors related to the driver. The procedure had to be rescheduled. A field engineer examined the equipment and found that there were broken wires in the driver control cable. Unable to repair. A new driver was installed and tested. And the system met the manufacturer´s specifications. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the equipment and found that there were broken wires in the driver control cable. Unable to repair. A new driver was installed and tested. And the system met the manufacturer´s specifications. No other information is available.